Manufacturer narrative:
(B)(4). Results: no results available since no evaluation performed (device not returned for evaluation). Conclusion; device or procedural images not returned for evaluation.

Event description:
It was reported that a physician deployed a complete se peripheral stent the a popliteal lesion which exhibited moderate calcification and tortuosity. The lesion had been pre-dilated prior to stent deployment. It was reported that when the surgeon tried to remove the delivery system, the tip of the stent sheath got stuck into the stent. No patient injury was reported and no clinical sequelae were reported.